Event description:
Additional information was received from the healthcare provider. Following the patient's (B)(6) 2016 follow-up appointment, it was noted that initially their coverage was good, but now it seems as if they lost some. The patient also mentioned having a little rib irritation on the left side. X-rays showed that the paddle lead has not backed out of the mid line. The physician stated that the very tip of the paddle may be a little bit left, but 2 out of the 3 electrodes are certainly mid line. The physician noted that everything looks to be in good position. The patient was to follow-up with their manufacturing representative for some reprogramming.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implant was not covering the correct area. The patient reported that they were feeling stimulation on the left side of their ribs when they needed it in their lower back and right leg. The patient stated that they did not have the implant turned on until about 2 weeks after they were implanted. The implant was not working but the manufacturer representative told the patient to give it a couple of weeks and revisit if it was still not helping. The patient stated that it had been about 4 weeks and they needed to have it checked. The patient wanted a manufacturer representative at their health care professional (hcp) appointment. The patient stated that they would contact the coordinator for the clinic to discuss getting a manufacturer representative there. Additional information was received from the patient reporting that the issues were noticed at the patient's first post-operational appointment. The patient reported that the manufacturer representative explained that it could be post-surgical fluid/inflammation causing some interference and to give it some time. The patient was to go back in 2-4 weeks to see if it changed. It was reported that the patient had anatomical issues with all 3 lead units in the past. The patient stated that were able to get some relief so they a greed to having the current paddle lead implanted. It was reported that one of the reasons that this was done was because it was thought that the new lead would be able to provide more coverage. The patient had surgery on (B)(6) and the unit was turned on (B)(6) 2016. When it was turned on, there was not a good response. There was an issue with scheduling but the patient had finally been able to schedule an appointment for (B)(6) 2016. The issues were reported to not yet be fixed. An appointment with a manufacturer representative was reported to be scheduled for (B)(6) 2016 to see if program changes or "whatever needs to change" would be done to have the implant cover the correct area. The patient stated that they always had good experiences with the manufacturer representative and would recommend the manufacturer and its devices to others. It was reported that the patient's appointment with the health care professional (hcp) that was supposed to be on (B)(6) 2016 was rescheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.